Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device trained customer reported the suspect device/component was re-worked however, no device/component has been returned for analysis. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent unresponsive touch screen display and fan fault alarm on this ventilator device. The customer stated no patient involvement with this event.